Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels fell to 48 mg/dl while wearing the pod. The patient lost consciousness and was taken to the hospital. The patient was treated with a new pod. No additional treatment information was provided. The patient also reported that insulin leaked during the fill process.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.